Manufacturer narrative:
The reported events were high pacing impedance, r-wave amplitude variation and ¿lead pin unaligned in header¿. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Dimensional analysis of the connector region was performed and found within specifications. The connector pin was able to be inserted and removed from the device header aligned with no restrictions. The reported events of high pacing impedance and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During the implant procedure after connecting the right ventricular (rv) lead to the device, increased pacing impedance and decreased sensing were noted on the rv lead. Detachment of the connector pin was suspected; this was not confirmed. The rv lead was explanted and replaced to resolve this event. The patient was stable.